Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was november. The ge healthcare service representative replaced the dc/dc board to fix the reported issue.

Event description:
The hospital reported that the ventilator is working intermittently. There was no reported patient involvement.